Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The complaint is confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the primary surgery. Office notes states patient experienced pain, numbness, swelling and pain with activity. Left knee have arthrofibrosis and x-ray found good alignment and no evidence of loosening, good patella tracking. Patient underwent revision. During the surgery, extensive scare tissue, patella was embedded in scar tissue, heterotopic bone were noted, therefore, excess bone and scar tissue were removed with no complication and articular surface was revised. Extensive debridement performed throughout knee and no complication was noted. Provided x-ray was not assessed. A definitive root cause cannot be determined. Per package insert, nexgen cr, ps, cra, lps and lcck knee: pain, swelling is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty; subsequently eight years after the procedure, the patient was revised due to stiffness. Attempts have been made and no further information has been provided.